Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-08239. It was reported the patient had an infection at her scs lead and ipg sites and was prescribed antibiotics. Additional info received identified the patient's entire scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.